Manufacturer narrative:
A thorough investigation was performed upon the returned c10-3v transducer which determined the damage to the lens face was a result of improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The customer¿s immediate concerns were addressed by replacing the c10-3v transducer, and no further similar issues have been reported by the customer post repair.

Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing electronics. This probe is associated with the epiq 5g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.